Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation and stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited a detached rubber cover of the forceps channel port and corrosion on the light guide lens, the objective lens and the venting connector of the light guide connector. There was no patient involvement.